Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the deployed mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4 with leaflet prolapse. During leaflet grasping and assessment, the mitraclip was reportedly well seated within the anterior and posterior leaflets. The clip was deployed on the leaflets. Before removing the gripper line, the posterior leaflet had slipped out of the mitraclip. The mitraclip remained attached to the anterior medial leaflet (single leaflet device attachment-slda). To stabilize the slda clip, another mitraclip was implanted as treatment, near the clip. The mr had been reduced to grade 1-2 and the patient outcome was deemed successful. There was no clinically significant delay and the patient is in stable condition. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that the challenging patient anatomy (prolapse) and procedural circumstances resulting from it contributed to the slda; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.